Event description:
Bayer case number: (B)(4). Their two rods they're stuck in my fallopian tubes [fallopian tube perforation] I gave birth to a stillborn baby who was born without reproductive organs, and she died 6 hours later after giving me her last breath I am currently living [pregnancy with contraceptive device] device ineffective [device ineffective] corroded ovaries [polycystic ovary] having problems in my lower region of my pubic area [pubic pain] problems in my uterus area [uterine disorder]. Case narrative: the below report was received by health authority us FDA (reference number: mw5167053 and mw5167052) on 03-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of fallopian tube perforation ("their two rods they're stuck in my fallopian tubes") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. Essure was removed in 2019. On unknown date she experienced fallopian tube perforation (seriousness criterion medically important), pregnancy with contraceptive device ("I gave birth to a stillborn baby who was born without reproductive organs, and she died 6 hours later after giving me her last breath I am currently living"), polycystic ovaries ("corroded ovaries"), pubic pain ("having problems in my lower region of my pubic area") and uterine disorder ("problems in my uterus area"). The patient was treated with surgery (bilateral salpingectomy & oophorectomy). At the time of the report, the outcomes for fallopian tube perforation, polycystic ovaries, pubic pain and uterine disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first and second trimesters. The pregnancy outcome was reported as a stillbirth. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to fallopian tube perforation, polycystic ovaries, pubic pain, uterine disorder or pregnancy with contraceptive device. The reporter commented: on (B)(6) 2011 dr. (B)(6) in (B)(6) and she worked for (B)(6) hospital in (B)(6). She ain't playing me with the birth control device called essure birth control their two rods they're stuck in my fallopian tubes on (B)(6) at 2011 she knew they would be recalled in 2008, but she still put them inside me in 2017 I had a young daughter on (B)(6) and 2017 I had a daughter born without reproductive parts. I was not supposed to have a baby (B)(6) of 2018 I gave birth to a stillborn baby who was born without reproductive organs, and she died 6 hours later after giving me her last breath I am currently living in (B)(6) without my fallopian tubes and my ovaries. Dr (B)(6) of (B)(6) hospital in (B)(6) removed the detected and corroded ovaries and my fallopian tubes (B)(6) of 2019 and ever since then I've been having problems in my lower region of my public area and my uterus area. I need help and I need a lawyer to go after dr (B)(6). Child case has been created under argus case (B)(4). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: health authority reference number added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.